Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side rupture and "harmless calcium alkates". Patient also reported left side "inhomogeneous cystic mastopathy", which is not device-related. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, cyst(s) and calcification was received on april 04, 2025, with catalog number 2914876. Based on the product analysis performed, the assessments of the complaints are: rupture: no observed. Calcification: no observed. Cyst(s): unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Patient reported left side rupture and "harmless calcium alkates". Patient also reported left side "inhomogeneous cystic mastopathy", which is not device-related. Device has been explanted and replaced.